Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter is not sealed. It is impossible to use the device to infuse the treatment. Additional information indicates that it was not possible to push on the syringe to infuse medication. The catheter was replaced.

Event description:
It was reported that the catheter is not sealed. It is impossible to use the device to infuse the treatment. Additional information indicates that it was not possible to push on the syringe to infuse medication. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer reported the catheter would not infuse medication. The customer returned one non teleflex 20ml luer slip syringe, one epidural catheter and one snaplock adapter with clip. The components were received connected together (reference attached files pic_I np1900058506). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned c atheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion and biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per mrq 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal other remarks: end of the catheter. The flow rate was measured at 5.4ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. A functional leak test was also performed on the returned sample per mrq 000017 section 7.5; rev. 7. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No leaks were detected. The reported complaint of the catheter not being able to infuse medication could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a leak and functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter leaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the catheter is not sealed. It is impossible to use the device to infuse the treatment. Additional information indicates that it was not possible to push on the syringe to infuse medication. The catheter was replaced.